Event description:
A customer contacted beckman coulter inc., (bec) and reported that during processing patient specimens for the morning run, erroneous low red blood count (rbc) results were generated on the coulter lh 780 analyzer for three patients, with no instrument generated flags for the rbc parameter. The patient specimens were rerun and results recovered with normal expected results (considered correct). In addition to erroneous low rbc results, non-numeric and/or erroneous low hematocrit (hct), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc), red blood cell distribution width (rdw), rdw-sd, platelet (plt) and mean platelet volume (mpv) and high mean corpuscular volume (mcv) results were obtained for each of the patients when compared to rerun (all related to rbc and plt analysis in the rbc bath). A slight difference (0.7 lower) was noted on the hemoglobin (hgb) parameter for (B)(6) only. Instrument generated flags and/or non-numeric results were obtained for all affected parameters, except rbc on (B)(6); and hct, hgb, and mcv on patient 2. Rbc and plt histograms did not exhibit normal pattern for rbc and plt population, respectively. No erroneous results were reported out of the laboratory. There was no death, injury, or an effect to patient treatment.

Manufacturer narrative:
The specimens were drawn in bd lavender tubes, stored at room temperature and processed within one hour of collection. The specimens were run in the auto mode (primary). The qc was run before and after the event; all results were within specifications. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Specimens were not rerun to confirm accurate back to the last acceptable control run. A field service engineer (fse) checked the instrument and log. The fse found no issues and was unable to the replicate the poor results. The fse ran multiple reproducibility runs with acceptable results. Startup and qc was run to confirm proper operation. No issues were identified. The cause of this event is unknown; the fse was unable to replicate the problem.